Manufacturer narrative:
The device is not available from the customer.

Event description:
The user facility reported there was a foreign material in the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.